Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number and expiration date UDI are unknown as the lot number was not provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the port. This occurred during infusion of medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and a leak from the middle port clearlink component was observed. Priming was performed, and air entering the middle clearlink component was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b1, b5, f10, h1 and h11. B5: upon additional information, the patient was undergoing an infusion of levophed. Reportedly due to the leak the patient¿s "condition worsened." The patient's systolic blood pressure was found to be 60 mmhg after the leak was observed. The medical staff person also reported the patient was "symptomatic"; however, the patient¿s symptoms were not further specified. The patient's outcome "remains unknown." No further information was available at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.